Manufacturer narrative:
(B)(4). MDR reference number: 1001310000-2010-8002. Original MDR sent from user facility. The initial reporter has been contacted multiple times and additional information has been requested, however, the initial reporter has indicated that she does not have any more information available and that the devices are not available for evaluation.

Event description:
Procedure type: three level cervical fusion, c4-c6 with discectomy. According to the reporter: pt has had previous cervical fusion and adjacent segment degenerative disease. Subsequent findings of cervical plate screw breakages as well as migration of the cervical plate into the soft tissue. Pt was taken to the operating room to remove the broken screws and plate, in addition to discectomies at the adjacent vertebral segments with extended fusion. The original procedure date and original hospital are not known.